Event description:
The patient was placed on the catheter in (B)(6). On (B)(6), the disc was broken away from the catheters junction, posing catheter leakage.

Manufacturer narrative:
Results of an investigation will be filed in a supplemental report.